Manufacturer narrative:
The device was returned for analysis. Analysis of the second returned proglide device found a needle tip separation. The detached needle tip was returned with the proglide device. The material separation was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulty and subsequent treatments are likely due to the circumstances of the procedure. In this case, it is likely an interaction with patient anatomy, suture pulled until it breaks, (fast pull) or tensioning angle is not being coaxial contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5 - describe event or problem: updated.

Event description:
Subsequent to the initially filed report, the following information was received: a suture break occurred with the two proglide devices. The sheath size was upsized to 16f. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first and second proglide devices did not work properly as the wire [suture] was distorted. The suture of a third proglide device was successfully pre-placed and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.